Event description:
It was reported that a patient passed away while being monitored.

Manufacturer narrative:
Details of the complaint: on (B)(6)/2019, customer at st. Elizabeth's hospital reported patient death while the patient was on tele connected to org-9110a with serial# (B)(4). Customer wants to look into paging system and know the reason of no alarm every 30 seconds. The details of the cns was not provided by the customer after multiple follow up attempts. Service requested: assistance in troubleshooting the reason for no alarm every 30 seconds on cns. Service performed: nkts requested customer to send logs of cns connected to the patient, which did not alarm. After evaluating the logs attached in the ticket nkts identified that cns did alarm check electrodes before patient passed away, however nursing staff silenced the alarm. The root cause of the issue was user error due to not checking for "check electrodes" alarm. After further troubleshooting, nkcas (clinical application specialist) identified that alarm for leads off changed to escalation to warning after 2 minutes, still no action was taken. All the systems alarmed and performed correctly as per nk specifications. There is no indication that the death was attributed to failure or deficiency of nk devices. Investigation conclusion: the root cause of the issue was user error due to not checking for "check electrodes" alarm. After further troubleshooting, nkcas (clinical application specialist) identified that alarm for leads off changed to escalation to warning after 2 minutes, still no action was taken. All the systems alarmed and performed correctly as per nk specifications. The following fields are not applicable (na) to the MDR report. D4 lot number & expiration date d6 - d7 d9 f10 g6 h2 h7 h9 the following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 a4 a6 b6 b7 d4 serial number f9 g8 additional device information: d11 & c2 suspect medical device: the following devices were used in conjunction with the cns. Telemetry device: no model or serial number was provided. Org-9110a: serial number: (B)(4), corrected information: e1: initial reporter address: changed from: (B)(6)additional information: b4. Date of this report f6. Date user facility/importer became aware of the event f7. Type of report f11. Date report sent to FDA f13. Date report sent to manufacturer g4. Date received by manufacturer g7. Type of report h2. If follow-up, what type? H3: device evaluated by manufacturer? Log files were received. H6. Event problem and evaluation codes h10. Additional manufacturer narrative

Manufacturer narrative:
It was reported that a patient passed away while being monitored. Log files were received; however pending investigation. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempts were made to obtain the serial number of the cns and patient information; however, were unsuccessful. The following devices were being used in conjunction with the cns: telemetry device (serial number: unknown); org-9110a , serial number: (B)(4).

Event description:
It was reported that a patient passed away while being monitored.